Event description:
The caller stated she had 5 tracheostomy tubes that cracked at the flange before the 29th day replacement time. The caller stated she is on a ventilator all the time and sometimes she can't breathe as air is leaking at the flange end. The caller who is the pt/user was recannulated prior to routine replacement.